Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd pegasus yel 24ga x 0.75in prn non-pvc needle went through the catheter. The following information was provided by the initial reporter; a nurse in the radiology department reported that the needle and catheter separated during use of the product, and the catheter broke; samples cannot be returned, photos are provided; green claims are required, a complaint response letter is required, and a receipt letter is not required.

Event description:
No additional information provided.

Manufacturer narrative:
1. Complaint description: needle through catheter tubing. 2. DHR/bhr review: (1) the batch number of the complained product is 2287420, is 24g and product code is 383715, produced on 2022/11, with a total of (B)(4) pieces in this batch; (2) check the process inspection and delivery inspection report. The test results all meet the product standards and there are no abnormalities; (3) check the production records, there were no nonconformance, deviation or rework activities. 3. The customer returned a defective sample that has been used; observing the sample under the microscope, found that the needle protruded from the root of the catheter. 4. Take the retained sample of this batch for needle penetration force test, catheter tip penetration force test, catheter drag force test, lie distance test, cannula outer diameter test and catheter inner diameter test, no found abnormal. 5. The history of customer complaints for the same batch of products has been reviewed, and no complaints of the same defects have been found. Cause analysis: 1) the product is assembled on automatic line, the zone6 cell 10 workstation will detect the product's lie distance. If the needle punctures the catheter during the production process, the product's lie distance will be unqualified, and the product will be removed by the equipment; 2) the zone6 cell 20 workstation have visual inspection camera to perform 100% detection of catheter punctures, and defective samples such as returned by customers will be removed by the inspection camera; 3) based on the sample returned by the customer, found that the needle had pierced out from the root of the catheter. This may be due to improper withdrawal and pushing it forward during use, resulting in the needle piercing the catheter tubing at an oblique angle, resulting in the needle piercing the catheter. In summary, during the manufacturing process, the detection camera will perform 100% inspection on the product's lie distance and the puncture of the catheter. Defective samples such as returned by customers will be removed by the detection camera. Based on the sample returned by the customer, found that the needle had pierced out from the root of the catheter. This may be due to improper withdrawal and pushing it forward during use, resulting in the needle piercing the catheter tubing at an oblique angle, resulting in the needle piercing the catheter. The factory will continue to monitor the trend of the defect complaint.